Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in body tis sue/fibrotic growth. The analyst noted tissue on the helix is not an "out of specification" condition. After the tissue was cleaned off, the helix functionality tested within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, difficult to reposition with tissue inserted in to the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.